Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A revision surgery was performed to remove and replace the cuff with a smaller one. There were no device issues and no further patient complications reported.